Manufacturer narrative:
(B)(4). On 25 october 2022, an arjo representative visited a customer site to perform a repair for one of the customer¿s devices. During the visit, the service technician was informed by one of the caregivers of an incident involving the sara 3000 active floor lift that had occurred approximately two weeks earlier (the exact date of the incident was not specified). The caregiver reported that a plastic foot support of the device detached from the chassis and a patient fell to the back and was caught by a caregiver. As a consequence of the event, the patient did not sustain any injury but the caregiver sustained a back pain and was on a sick leave. The injury sustained by the caregiver was assessed as not serious by an arjo clinical specialist. Arjo was informed that the customer repaired the device on their own and did not want it to be repaired or inspected by arjo representative after the event. Based on the information provided by the arjo representative, the device which was involved in the event is under the arjo maintenance responsibility. The inspections of lifts are being conducted regularly - the last one took place on 10 april 2022 and was related to the preventive maintenance activities. A load test of the device was carried out during the inspection and no defects were found in the equipment. The customer informed that there was no other malfunctions found related to the sara 3000 performance and that the lift was put back into service after the performed repair. Based on our product knowledge and detailed evaluation of this nature of complaints, the failure is possible to occur once the wheelchair¿s footplate overlapped the base of arjo equipment. Because of this, the foot support might be loosened and slipped down from the device base. The operating and product care instructions (document number: kkx81010-us) for the sara 3000 active floor lift in the "care of your sara 3000" section contains the following caution: "caution: (¿) carefully inspect all parts, in particular where there is personal contact with the patient's body (¿). Check that all external fittings are secure and that all screws and nuts are tight". Additionally, the preventive maintenance schedule for the sara 3000 (document number: kkx81011m-us) informs the user: "the equipment is subject to wear and tear. The following maintenance procedures must be performed when specified to ensure that the equipment remains within its original manufacturing specification". In the "preventive maintenance schedule matrix" section of the document there is the following information: "main hoist - every week: - visually check exposed surfaces for damage, sharp edges, etc. (¿), - make sure all fixings, screws, nuts are secure and tight." By analyzing similar complaints, arjo determined that the possible causes of foot support detachment can be related to the wheelchair¿s footplate overlapping the base of arjo¿s equipment. To conclude, the sara 3000 active floor lift was being used for a patient transfer when the foot support of the device detached leading to a patient fall and from that perspective the device did not meet its performance specifications. The complaint was deemed reportable due to the allegation that the patient fell from the sara 3000 floor lift due to the foot support detachment. Arjo was informed that the customer repaired the device on their own and did not want it to be repaired or inspected by arjo representative after the event.

Event description:
On 25 october 2022, an arjo representative visited a customer site to perform a repair for one of the customer¿s devices. During the visit, the service technician was informed by one of the caregivers of an incident involving the sara 3000 active floor lift that had occurred approximately two weeks earlier (the exact date of the incident was not specified). The caregiver reported that a plastic foot support of the device detached from the chassis and a patient fell to the back and was caught by a caregiver. As a consequence of the event, the patient did not sustain any injury but the caregiver sustained a back pain and was on a sick leave. The injury sustained by the caregiver was assessed as not serious by an arjo clinical specialist. Arjo was informed that the customer repaired the device on their own and did not want it to be repaired or inspected by arjo representative after the event.